Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately four months following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens model. The patient reason for the iol exchange was reported as "poor best corrected vision, unable to see distance or near", and a clinical reason for explant of "unable to correct patient to functional vision". Additional information has been requested.